Event description:
During a laparoscopic inguinal lymphoidectomy procedure, some of the clips closed, but most of them did not. The nurse tested the instruments extracorporeal on some cloth and they seemed to function properly. For security reasons, a new instrument was used after every malfunction. When the surgeon tried to control a dramatic bleeding out of an accidentally injured left obturator artery, the instrument failed to function. After various dropouts, one clip finally closed properly. The blood loss could be limited to 600 cc and a conversion to open surgery was prevented. No blood transfusion was required. Pt well, case completed with same like device. No further information is available.